Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post operative muscle and diaphragmatic stimulation. The right atrial (ra) lead exhibited high thresholds. The device was reprogrammed. No further patient complications have been reported as a result of this event.